Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test. Pump failed the sleep current test and active current test due to moisture damage on the electronic assembly. Unexpected battery power loss confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unexpected power loss alarm. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that they received low battery alert to the replace battery alert. Customer stated that the battery was previously used. Customer stated that the battery cap was not loose, cracked or damaged. The device will be returned for analysis.